Manufacturer narrative:
The investigation is ongoing.

Event description:
During removal of the commander delivery system, there was more resistance than usual needed to pull the delivery system through the sheath. After the delivery system was removed, it was noticed that the balloon had separated from the balloon catheter. The balloon remained attached to the delivery system. There was no harm came to the patient and the closure of the artery was not compromised. The sheath was intact upon removal. The patient's access vessel was mildly calcified, mildly tortuous and had a minimum luminal diameter of 7.5mm.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Based on the training manual, two factors were identified that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath; and residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. The patient¿s access vessel mild calcification and mild tortuosity also may have contributed to the withdrawal difficulty. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system into (and through) the sheath, it could result in material failure (crimp/inflation balloon bond), which was observed during the engineering evaluation. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed and it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information supports that patient and procedural factors may have contributed to the event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(4) 2015 revealed that occurrence rate did not exceed the control limits for this failure mode (withdrawal difficulty through sheath and balloon-torn). Therefore, no corrective or preventive actions are required.